Manufacturer narrative:
Concomitant medical device: 5076-52 lead implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) for impedance out of range. The rv lead later triggered an lia due to sensing integrity counter (sic) and rv lead impedance variation. The rv lead was found to have low impedance, short v-v intervals, and high rate non-sustained (hr-ns) episodes with non-physiologic oversensing. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.